Manufacturer narrative:
6/11/97 distributor has not answered any of questions co asked and device involved has not been returned. After reviewing directions for use that are included in this kit. Co has come to conclusion that physician involved in this incident did not suture catheter and adaptor together. Directions for use, step #13 stat "place adapters onto catheters, securing them with a suture tied around connection." Original complaint stated, that "nephrologist is not sure, it's a problem of catheters, maybe that it is a surgeon's problem." I have arrived at conclusion that this event was due to physician not following directions.

Event description:
Two disconnections happened between the external adaptors and the catheter. For one of these patients, they had to have surgery to retrieve the catheter from the vena cava.